Manufacturer narrative:
The device was sent to a third-party service agency for evaluation. The third-party service agency was unable to duplicate the reported issue of a touchscreen lock-up. Proper device operation was observed through functional and performance testing. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. The respiratory therapist had advised that they were able to resolve the reported issue during the event through their own troubleshooting, but they did not advise what they did to resolve the reported problem. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.